Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and pelvic pain ("pelvic pain"). The patient was treated with surgery (on (B)(6) 2015, patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, back pain, adverse event and pelvic pain outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received : events added-pelvic pain. Patient demographic added, essure insertion date updated . Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure (batch no. 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, uterus enlarged and cyst ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and pelvic pain ("pelvic pain"). The patient was treated with surgery (on (B)(6) 2015, patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, back pain, adverse event and pelvic pain outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011(per pif discrepancy noted) and (B)(6) 2011. As per mr, discrepancy noted in date of insertion: (B)(6) 2011. Trailing coils: left 3 right 4. As per mr, discrepancy noted in date of removal: (B)(6) 2015. Procedure: robotic-assisted single-site total laparoscopic hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information, patient's medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure (batch no. 787229) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, uterus enlarged and cyst ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and pelvic pain ("pelvic pain"). The patient was treated with surgery (on (B)(6) 2015, patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, back pain, adverse event and pelvic pain outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011(per pif discrepancy noted) and (B)(6) 2011. As per mr, discrepancy noted in date of insertion: (B)(6) 2011. Trailing coils: left 3 right 4. As per mr, discrepancy noted in date of removal: (B)(6) 2015. Procedure: robotic-assisted single-site total laparoscopic hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number:787229, manufacturing date:2010-10, and expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (on (B)(6) 2015, patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and uterine perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.